Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced to dilate the insufficiently dilated part of a drug-eluting stent after placing in the calcified lesion. However, during inflation, the balloon ruptured. The procedure was completed with a non- boston scientific device. No patient complications were reported.